Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he had a bad episode with changing the infusion set and reservoir. Customer did not rewind the insulin pump and all the insulin was dumped into him. Nothing further reported.